Event description:
Her daughter's meter was set to the incorrect unit of measurement. The patient's mother reported that her daughter was recently taken to the hospital. According to her mother, the patient was very ill (vomiting and weak in the middle of the night) so she did not test her blood glucose. The patient was taken to the hospital and her blood glucose result was approximately 30 mmol/l. She was treated with insulin, glucose, and her body was "detoxed from her medication". The patient tests her own blood glucose and takes her own medications, therefore, the mother was unable to provide any information regarding the patient's medication regimen or if she made changes to her medications based on the meter results. The patient's mother was not willing to allow the lfs representative speak to her daughter because she is a youth. This case is being documented as a malfunction because the patient does not recall entering the set-up mode to make any changes. However, there is no evidence of the meter contributing to a serious injury. The patient did not test during the day prior to her hyperglycemic event. Also, if the patient had adjusted her medications to her results, it is more likely that she would have increased her medications, not decreased, which would have resulted in hypoglycemia, not hyperglycemia. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.